Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited high impedance. The lead was reprogrammed. The patient would continue to be monitored with routine follow up.